Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay and there were in significant anomalies.

Event description:
It was reported the implantable neurostimulator (ins) malfunctioned and the patient had intermittent stimulation. The patient reported the ins had been turning off sporadically and it happened multiple times without encountering an electromagnetic field. Impedance testing was done. The ins was explanted and replaced. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 7482a51, serial# (B)(4), implanted: 2010-(B)(6), product type extension. Product ID 3389s-40, lot# unknown, implanted: 2010-(B)(6), product type lead. Product ID 7426, serial# (B)(4), implanted: 2003-(B)(6), product type implantable neurostimulator. Product ID 7495-51, serial# (B)(4), implanted: 2001-(B)(6), product type extension. Product ID 3387-40, lot# j0101977v, implanted: 2001-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.